Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received for analysis. The reported event was confirmed. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the fti and the lsi did not appear on the precision system; however, contact force was displayed. The fti, lsi and contact force were displayed in pink on the precision. The tactisys was rebooted with no resolution. The procedure was completed successfully using the contact force only with no adverse patient consequences. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.